Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces also, alarmed a21 after battery change due to faulty component on the interface board. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. No button error alarms noted. However, the operating currents are within specifications and passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he was stuck in a rainstorm and his insulin pump got wet, however there was no visible moisture in the device. The customer received a button error alarm and an a21 alarm. The insulin pump's buttons were unresponsive. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, and to return their device back for analysis.